Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of delivery anomaly and bolus stopped alarm. The customer's blood glucose reading was unknown. The customer received no delivery before bolus. The customer stated that the battery error continued even with the following procedure. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed pump error 37 during rewind at the end of the force sensor test, the problem isolated to the motor. However, the motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unexpected low battery alarms were noted at the history files, detailed trace analysis has confirmed low battery alarms triggered due to an abnormal backup battery loaded voltage; the problem was isolated to resistance at the internal battery connector. After disconnecting and reconnecting the internal battery connector on the printed circuit board assembly the insulin pump was monitored and functioned properly. The operating currents are within specification and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. The insulin pump delivered properly all bolus programmed during testing and no unexpected bolus stopped alarms were noted. The insulin pump was received with minor scratched display window and case. The insulin pump had cracked case on the back at the battery tube area.